Event description:
It was reported that during insertion of the coil (subject device) into a microcatheter, resistance was noted and it could not be advanced. Withdrawal was attempted, but resistance was noted and the coil delivery wire broke mid-shaft, more toward the distal side. The broken piece was outside the microcatheter and was able to be removed completely from the microcatheter. The coil was replaced and the same microcatheter was used following the issue. There was no patient impact.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications.

Manufacturer narrative:
The subject device was returned without the introducer sheath. The proximal contact was intact, and no anomalies were noted to the main coil. The delivery wire was kinked, likely due to handling damage during use. The delivery wire was also broken. Functional testing could not be performed due to the observed break. Because the microcatheter used was not listed in the recommended microcatheters per the device directions for use (dfu), it is believed that the subject device snaked in the microcatheter, resulting in the reported friction. This reported friction may have resulted in extra force to manipulate, resulting in the break. As per the device dfu: "advance and retract the target detachable coil carefully and smoothly without excessive force. If unusual friction is noticed, slowly withdraw the target coil and examine for damage." Based on the investigation, the cause for the reported break appears to be related to the dfu instructions not being followed.

Event description:
It was reported that during insertion of the coil (subject device) into a microcatheter, resistance was noted and it could not be advanced. Withdrawal was attempted, but resistance was noted and the coil delivery wire broke mid-shaft, more toward the distal side. The broken piece was outside the microcatheter and was able to be removed completely from the microcatheter. The coil was replaced and the same microcatheter was used following the issue. There was no patient impact.

Event description:
It was reported that during insertion of the coil (subject device) into a microcatheter, resistance was noted and it could not be advanced. Withdrawal was attempted, but resistance was noted and the coil delivery wire broke mid-shaft, more toward the distal side. The broken piece was outside the microcatheter and was able to be removed completely from the microcatheter. The coil was replaced and the same microcatheter was used following the issue. There was no patient impact.

Manufacturer narrative:
The subject device has not been returned.